Event description:
Patient presented with seizures. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient's generator was replaced. No other relevant information has been received to date.